Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day after a device replacement procedure, it was identified that the set screw on the cardiac resynchronization therapy defibrillator (crt-d) was not properly deployed and the right atrial (ra) lead was easily removed without unscrewing the set screw. The device and ra lead were revised and remain in use. No patient complications have been reported as a result of this event.